Event description:
It was reported that during hip movements, the insert durasul didn't stay on the allofit. The surgeon had to change the allofit and his technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.